Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. The device logs were returned to technical services for analysis. Upon assessment, the log review revealed that the device recorded two instances of alarm tf262 occlusion. The ventilator activates this alarm when the cdyn is significantly low or when the expiratory flow remains under 5 l/min for more than 5.5 seconds, suggesting a possible occlusion or blockage. The alarms signify according to the bellavista instructions for use (IFU), clinicians are advised to ensure that the patient's breathing circuit and the pressure measurement line are free from blockages and to replace the breathing circuit if deemed necessary. Zoll technical service indicated that the alarm does not necessarily imply a malfunction of the device but could be due to a blockage in the breathing circuit or specific settings related to the patient on the ventilator. Following these assessments and the log review, no malfunction of the device was detected.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that after the ventilator was connected to the patient, an occlusion alarm ensued. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.